Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. However, a loose supply line connection was reported and is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device, instructs the user to check all disposable set connections for a secure fit before beginning therapy. It also provides step-by-step instructions for connecting the solution bags. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) alarm on the homechoice (hc) device during dwell 5 of 5, while the hp was connected. During troubleshooting, the hp stated that one connection on a supply line was loose. The technical service representative (tsr) had the hp tighten the connection, explained the alarm, and advised the hp to cycle the power on the hc to clear the alarm. The tsr assisted the hp in ending therapy and had the hp finish therapy with manual exchanges. There was no patient injury or medical intervention associated with this event. No additional information is available.